Event description:
It was reported that the broach wobbles while locked and it would not feel stable. This was found during set up / inspection. No patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned double offset broach handle (left) confirms the handle is damaged causing the handle not to lock in place. This device was manufactured in 2011. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.